Event description:
It was reported that iab was inserted on 4/2005. The next day, a rupture was suspected and the iab was removed. A re-insertion was not required. There were no associated pt complications.